Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported the impedance values on contacts 1, 2, 3, 6, 7, 8, 11, 12, and 13 were intermittently greater than 40,000 ohms on the newly implanted lead. The rep. Was going to discuss with the healthcare provider (hcp) that this may be possibly related to the lead implant that would resolve with time or it may be a possible connection issue. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.